Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was disconnected. The customer reported a blood glucose (bg) level of 496 mg/dl with large ketones. It was noted that the customer addressed the bg level with manual injections and changing out the infusion set.